Manufacturer narrative:
(B)(4). Batch # t5el5a. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from top view and no damages could be observed. Based on the photo alone the event describe cannot be confirmed. Please refer to the device analysis for full analysis details and conclusion. Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage, with the breakaway washer uncut without marks and there were no staples present. The device was reloaded with staples and tested with the returned washer for functionality; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples meet the staple form release criteria. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the endoscopic rectal, after made purse-string, assemble the anvil and device. Adjusted knob and the anvil could not move back. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.